Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) appeared to deploy normally; however, after removal of the device, the patient experienced bleeding and the physician stated the device was never deployed. Hemostasis was achieved using manual compression. There was no reported patient injury. The procedure involved left femoral artery access using a 5f 11cm non-cordis sheath introducer. The device had been stored at normal temperature. The vcd was prepped per instructions for use (IFU). The physician is a trained and certified user. The device was stored according to the IFU. It was used in an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified by angiography, confirming the insertion angle of the vascular sheath introducer between 30¿45 degrees. The vessel type was arterial, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium near the puncture site. The user completely shuttled down the device without significant resistance or the application of unusual force when retracting the sheath. The advancer tube was engaged and visible. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2519606 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant-failure to deploy¿ could not be evaluated as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) appeared to deploy normally; however, after removal of the device, the patient experienced bleeding and the physician stated the device was never deployed. Hemostasis was achieved using manual compression. There was no reported patient injury. The procedure involved left femoral artery access using a 5f 11cm non-cordis sheath introducer. The device had been stored at normal temperature. The vcd was prepped per instructions for use (IFU). The physician is a trained and certified user. The device was stored according to the IFU. It was used in an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified by angiography, confirming the insertion angle of the vascular sheath introducer between 30¿45 degrees. The vessel type was arterial, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium near the puncture site. The user completely shuttled down the device without significant resistance or the application of unusual force when retracting the sheath. The advancer tube was engaged and visible. Other procedural details were requested but were not provided. The device will not be returned for evaluation as it was discarded.